Manufacturer narrative:
The device was returned for analysis. The reported link break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/ suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using two proglide device with a 6f sheath after a right iliac stenting interventional procedure. Reportedly, when the plunger was removed only the link was attached. The link had pulled out of the posterior cuff. The posterior cuff was engaged with the posterior needle tip. A new proglide device was attempted but the same occurred. A non-abbott closing device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.